Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed with an unspecified 1.5x8 mm balloon catheter at 12 and 14 atmospheres. A 3.0x12 mm xience prime stent delivery system was advanced and the stent was implanted at the lesion. Post stent implant, a distal edge dissection was noted and another 3.0x12 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.